Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2021, product type lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 08-sep-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's lead migrated, it post operatively pulled down and the bottom was not laying on the dura. No known factors lead to or contributed to the issue. Lead revision surgery was performed to advance the lead on (B)(6) 2021. At the time of the report the patient's status was alive with no injury and the issue was resolved.